Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they no longer have the spinal cord stimulator. Patient said they were told about the horrific side effects that have been coming with the spinal cord stimulators. Patient spent the next year and a half trying to not die from every single known side effect from the blisters on the feet to the expansion of the crps to the damage to the vagus nerve, gastroparesis and pots. Patient also had cardiovascular issues. Their cardiologist and primary care doctor said they were not going to make it to october and they would be dead so they took it out. Pt stated that when they removed the implant pt started to feel better. (B)(6) 2026: additional information received from the patient. It was reported that the patient experienced sporadic shocking with their ins, and the shocking was not postural. The patient's health took a nosedive. The patient experienced blisters on their feet which they watched grow; they were the form of a 50 cent coin and a quarter inch thick. The patient had crps in their left hand, and by (B)(6) 2022, their crps became worse and spread to their right hand and both their feet. Gastroparesis started in 2022 along with pots. The patient went to the hospital many times, also by ambulance, and they had every test done but no one was able to tell them why. When asked if the patient's healthcare provider performed any allergy testing, they said they had not. The physician said the lead didn't move. The system was removed. The patient noted that once the system was removed, the patient felt hungry, as though they could eat (it was noted that with the device implanted, the patient vomited due to the gastroparesis).